Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during inspection, it was discovered that 'hip system' was printed on the outer carton of a knee component. There was no patient involvement.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the provided picture and returned product confirmed that the product, a knee implant, was placed in a box featuring the words hip system. This carton box does not correspond to the one mentioned in the package per set-up sheet. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to a manufacturing deficiency. A corrective action was initiated to address this issue. The investigation concluded that the packaging operator pulled the correct labels for the DHR but picked the incorrect carton, item #87-2601-937-00 which was obsoleted on mc109012 in february 2014 but was not removed from work cell 202310 shelves. During the investigation all remaining obsolete cartons (item #87-2601-937-00) were removed and destroyed. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.